Event description:
A us distributor contacted zoll to report that a patient received one treatment from the lifevest. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment at 23:20:45 on (B)(6) 2021. It was reported that the patient was unconscious and in the hospital at the time of the event. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had multiple download communication faults. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.

Manufacturer narrative:
Monitor was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon investigation of the download data, the monitor had experienced multiple download communication faults, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The root cause of the defective sd card could not be positively identified. Electrode belt was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.